Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast implants and experienced bilateral infection postoperatively. The date of onset is unknown. However, on (B)(6) 2020, mentor was requested by a healthcare professional to provide two unspecified mentor gel breast prostheses for the removal and replacement surgery due to the infection that the patient was experiencing. The patient underwent bilateral removal and replacement with the devices on (B)(6) 2020. It is currently unknown if the reported devices are gel or saline devices. At this time of report, they will be reported as saline devices. Multiple attempts were made to obtain further information. However, no response was received. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the right prosthesis.